Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The patient reported that on (B)(6) 2002, he was driving to (B)(6) to meet his family and on the way had a car accident. The patient stated the car accident caused him to ¿almost lose his right leg¿ and to be in the hospital for 4 months. Furthermore, the patient stated that the dexcom device ¿should be monitoring and it didn¿t¿ during this event, but no further information was provided. There was no information of the treatment/medication the patient received during his hospitalization. The patient was in good condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B3 date of event - correction. H2 correction.